Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material deformation and product quality problem were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6 medical device problem code 2923 was removed.

Event description:
It was reported that during unpacking of a 4x12mm herculink elite stent delivery system (sds), the balloon was noted to be partially inflated and the stent partially released. The device was not used and there was no patient involvement. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was received: the 4x12mm herculink elite stent was actually flared rather than partially released. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpacking of a 4x12mm herculink elite stent delivery system (sds), the balloon was noted to be partially inflated and the stent partially released. The device was not used and there was no patient involvement. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.